Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and frozen display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the display would freeze. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. The pump was monitored for a day and no frozen display or unresponsive keypad noted. (B)(4).